Event description:
It was noted that the device would not turn on.

Event description:
It was reported, the patient had no stimulation sensation. The ins would not charge or turn on. The implantable neurostimulator (ins) was reported as having "not worked" for a year. It was stated that when batteries touch the patient's body they go dead, including watch batteries and manufacturer¿s devices. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead; product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger; product ID: 37743 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient; product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension; product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).